Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. Due to the dislodged clevis, these additional failures occurred: the instrument was found to have broken grip and pitch cable at the proximal clevis hole. The cables were fully broken and not returned with the instrument. As a result of the full break, functional testing for motion related issues cannot be performed. The probable root cause of the dislodged proximal clevis was attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of the pitch and grip cable breakages were attributed to the user. Correction(s:) related report number 1 (h10) was updated to 2955842-2026-16312. The linked record was identified a duplicate of this report.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.